Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 258 mg/dl at the time of incident. The customer stated that they took manual injection to correct the blood glucose. The customer stated that they changed the reservoir but the no delivery recurred. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion testing and no occlusions were noted.